Manufacturer narrative:
Concomitant medical products: 0110151 bard dulex mesh, lot# brsh6220, exp: 08/2013; 174006(lot#:p6d241). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of severe anterior and cervical cuff prolapse and stress urinary incontinence. It was reported that after implant, the patient experienced an unspecified adverse outcome. The device had been used with 0110151 bard dulex mesh, lot# brsh6220, exp 08/2013.